Manufacturer narrative:
The initial MDR 2432235-2014-00367 was filed on june 10, 2014. Additional information (08/12/2014): siemens healthcare diagnostics, inc. Tested calibration of hemoglobin a1c on an advia chemistry instrument and was unable to obtain a valid calibration when calibration reagent was depleted prior to aspiration of a standard. The cause of the hemoglobin a1c calibration passing on the advia 1800 instrument despite calibration reagent being depleted prior to aspiration of the last standard is unknown.

Manufacturer narrative:
The cause of the hemoglobin a1c calibration passing on the advia 1800 instrument despite the calibration reagent being depleted prior to aspiration of the last standard is unknown. Siemens is investigating this issue.

Event description:
The operator contacted the siemens technical solutions center (tsc) after a hemoglobin a1c calibration on an advia 1800 instrument passed despite the calibration reagent being depleted prior to aspiration of the last standard. The operator did not run quality controls (qc) or patient samples after this occurred. There are no reports of patient intervention or adverse health consequences due to the hemoglobin a1c calibration passing despite missing one standard.